Manufacturer narrative:
A product investigation is in progress.

Event description:
1/3 of tampon still up vagina [foreign body in reproductive tract] . Tampon look like been sliced or cut [device breakage] . When went to remove tampon...only half a tampon came out [complication of device removal]. Case narrative: consumer reported via e-mail that she went to remove tampon and only half a tampon came out. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
1/3 of tampon still up vagina [foreign body in reproductive tract] tampon look like been sliced or cut [device breakage] when went to remove tampon...only half a tampon came out [complication of device removal] case narrative: consumer reported via e-mail that she went to remove tampon and only half a tampon came out. No serious injury reported.